Event description:
The customer reported that their pump battery was depleting too quickly, which led to the pump shutting down. Despite this issue, there was no adverse impact on the customer's blood glucose levels. The customer acknowledged the issue and resumed using insulin after being educated by technical support. Technical support confirmed that the battery was depleting at an estimated rate of 45% per day and decided to replace the pump.